Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the triangular, rubber like component at the bottom of the main unit melted. There was no patient involvement and no patient harm adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was confirmed that the bottom rubber feet had deteriorated as if they were melting. The rubber at the bottom of the pump had deteriorated due to the heat of the gri pump. That rubber was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.